Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient reported for revision surgery due to query of failed mrh component. Confirmed during surgery that mrh distal femur and stem extender had broken and detached. Impact: revision surgery convert mrh to distal femur gmrs. Procedure: mrh to proximal femur gmrs reconstruction revision.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown stem extender was reported. The event was confirmed via evaluation of the provided photographs of the device. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue and bone cement. A portion of the threaded junction of the femoral component appears to have fractured off. It also appears that a fractured portion of the stem extender remains threaded into the femoral component. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fracture at the stem/femoral component interface. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue and bone cement. A portion of the threaded junction of the femoral component appears to have fractured off. It also appears that a fractured portion of the stem extender remains threaded into the femoral component. Further information such as return of the devices, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported for revision surgery due to query of failed mrh component. Confirmed during surgery that mrh distal femur and stem extender had broken and detached. Impact: revision surgery convert mrh to distal femur gmrs procedure: mrh to proximal femur gmrs reconstruction revision